Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2003: (B)(6) medical center, (B)(6) md, indications for procedure: the patient is a 45-year-old white female who had a laparoscopic assisted hysterectomy several years ago and a previous pfannenstiel incision. She developed a hernia in the left lower quadrant which was repaired primarily in 1999, recurred in 2002 where a kugel patch was placed, and recurred again above that. She now presents for laparoscopic repair. Implant procedure: laparoscopic ventral incisional hernia repair, replacement of gore-tex mesh 20 by 15 cm. Implant: gore® dualmesh® biomaterial ((B)(6) /1dlmc06) 18 x 24 cm. Implant date: (B)(6) 2003 [hospitalization dates unknown] (B)(6) medical center, (B)(6) md, assistant: (B)(6) md: ­ anesthesia: general endotracheal ­ preoperative diagnosis: recurrent ventral incisional hernia, left lower quadrant. ­ postoperative diagnosis: recurrent ventral incisional hernia, left lower quadrant; pfannenstiel incision hernia, small .­ findings: intra-abdominally, she was found to have a fairly definitive hernia that was just above and lateral to the kugel patch with some small bowel in it as well as mostly omentum. Additionally, just to the left of the midline, she had a small incision in the pfannenstiel area. When some small bowel was inside the hernia, it was taken down and there was a little bit of a serosal tear on it which was closed with an ethibond suture. ­ procedure: the abdomen was prepped and draped in a sterile fashion. A 5 mm incision was made in the upper midline, the fascia was separated, the veress needle was inserted in the peritoneal cavity and saline drop test confirmed position. After adequate insufflation of carbon dioxide, the veress needle was removed and a 5 mm trocar was inserted and the laparoscope was then inserted through the trocar. The co2 was connected to the trocar. At this point, we inspected the abdomen and found areas of adhesions to the hernia. Then, a left upper quadrant 5 mm, right upper quadrant 5 mm, and a 10 mm right lower quadrant trocar was placed. Blunt and sharp dissection was used to take down the adhesions to the hernia. There was a small segment of small bowel that was attached to part of the prolapsed kugel patch. When taking down that there was a little bit of a serosal tear which was closed with a laparoscopic suture of the ethibond. I did trim off some of the kugel patch and left it on the omental area just to protect getting into the bowel. Once that was done, with the remainder of adhesions taken down with sharp dissection with endoshears and electrocautery, I could identify a new hernia that was in the pfannenstiel incision. Because of that , we ended up having to enlarge the gore-tex mesh which measured approximately 15 by 20 cm. It was prepared with sutures in four quadrants, rolled up, and brought through the 10 mm trocar hole. The trocar was replaced and the mesh was unrolled with the smooth side down. Going through separate stab incisions, the ethibond suture was grasped that was attached to the mesh and brought up through the abdominal wall and was secured to approximate the gore-tex in an appropriate position. Then, an ethicon surgical tacker was used to tack the periphery. Once that was complete, additional sutures of ethibond were placed in the graft to help it tacked to the abdominal wall. Once that was complete it seemed to cover all areas adequately. The 10 mm port was closed with 0 vicryl suture. Then, all ports were opened, co2 was allowed to escape, and the ports were removed. The skin incisions were closed with interrupted 4-0 subcuticular vicryl. A sterile tegaderm dressing and steri-strips were placed on the incisions. The patient was placed in an abdominal binder. Explant preoperative complaints: [none provided] explant procedure: [none provided] explant date: complaint alleges device was explanted on (B)(6) 2009. No medical records regarding device removal were provided. Relevant medical information: on (B)(6) 2016: (B)(6) , (B)(6) md, history and physical: this is a 58 year old with a complicated surgical history including mesh infection, removal, subsequent hernia repiar [sic], later mesh in colon, now s/p [status post] colectomy.known [sic] small recurrence at top. This was not addressed during colectomy. Now larger and more symptoms. Painful. Doing fine from colon surgery. Patient presents today for robotic repair. No changes in health status since last visit¿impression: this is a 58 year old male with a ventral incisional hernia. Plan: or today for robotic ventral hernia repair. On (B)(6) 2016: (B)(6) healthcare, (B)(6) md, discharge summary for hospitalization (B)(6) 2016: ­ hospital course: procedure: robotic assisted laparoscopic ventral incisional hernia repair with mesh. Diagnostic findings: midline hernia containing bowel and omentum ¿ max dimensions 9cmx5cm. ­ problem and hospital course: [the patient] is a 58 year old female with a ventral hernia who presents to euh for repair. She was identified in the preop area where consents were signed. She was taken to the or on (B)(6) 2016 for a robotic ventral hernia repair with mesh. She toelrated [sic] the prrcedure [sic] well and [sic] transferred to the pacu awake, extubated and in stable condition. She was transferred to the floor for continued post-operative monitoring. She received the appropriate perioperative antibiotics and dvt prophylaxis. On pod [postoperative day] 1 she endorsed some nausea, but her pain was well controlled and she was ambulating, tolerating a regular diet and voiding spontaeously [sic]. She was discharged home on pod 3 tolerating a regular diet, ambulating, with adequate pain control. She will follow-up with dr. (B)(6) in 3-4 weeks. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use also state: ¿for best results, use monofilament sutures.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. A review of complaint history of the previous 12 months revealed similar events for the listed device. This failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
B7: added medical history. H6: added component code; conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant preoperative complaints: ¿ (B)(6) 2009: (B)(6) md. Indications: ¿this is a 50-year-old female who had several previous ventral hernia repairs done with mesh. These became infected and the patient developed a large abscess after her most previous repair with gore-tex mesh. She was referred to dr. (B)(6) for definitive treatment of this problem. She understands the risks and benefits of the operation including recurrence of hernia, recurrence of infection, bleeding and the possibility of an enterocutaneous fistula .¿ explant procedure: 1. Exploratory laparotomy with removal of infected mesh. 2. Debridement of infected abdominal wall tissue and irrigation. 3. Ventral hernia repair with vicryl mesh (placed as underlay with primary closure). [Implant: vicryl mesh]. Explant date: (B)(6) 2009 [hospitalization dates (B)(6) 2009] ¿ (B)(6) 2009: (B)(6) md. Operative report. Assistant: (B)(6) md. Pre and postoperative diagnosis: infected abdominal mesh. Anesthesia: general. Estimated blood loss: 100 ml. Specimen: 1. An abdominal abscess for culture. 2. Several pieces of infected mesh. Drain: abdominal wound v.a.c. Complications: none. ¿ procedure: ¿the patient was taken to the operating room and placed supine on the or table. She was given 4.5 g [sic] of zosyn intravenously. Bilateral scds [sequential compression devices] were put into place prior to induction of anesthesia. A foley was placed. After induction of anesthesia, her abdomen was sterilely prepped and draped in a standard fashion. A low midline incision was made and this was carried down to the fascia. At the inferior portion of the incision, we encountered the infected mesh. There was a cavity that was encountered just anterior to the mesh and there was a copious amount of purulent fluid in this area and this was sent for culture. We then debrided the infected abdominal wall and removed all the mesh. This was done primarily with sharp dissection as well as bovie electrocautery, and once we removed a large piece of gore-tex that was tacked and sutured in, we found some more what appeared to be prolene mesh and removed all of this as well. We copiously irrigated the area and maintained hemostasis with electrocautery. The midline incision was extended through the fascia but not through the skin over to the area where the infection had erupted through the skin in the left lower quadrant. We then irrigated this area out and palpated thoroughly to make sure that there was no more mesh. Feeling confident that we had removed all the mesh, we then irrigated again and began our closure. We examined the bowel thoroughly [sic] to assess for any possible communication and there did not appear to be one. The tissue adjacent to the mesh appeared to be typical rind ¿ type tissue which usually abutts [sic] goretex [sic] dualmesh [sic]. We closed the superior portion of the incision with #1 pds in a running fashion. We then placed a 2-layer vicryl mesh underlay at the inferior portion of the midline incision as well as extending this laterally on the left side to cover where the previous mesh had been removed. We made the decision to not use any bioprosthetics, namely alloderm, at this point because we felt that this area was too infected and that the alloderm would likely quickly lose integrity, so we planned to have a second stage to this operation to definitively repair the hernia. Once we sewed in the vicryl mesh with #1 pds in the interrupted fashion placed as an underlay, we then closed the inferior portion of the wound, pulling fascia over the top of our mesh underlay. Wound again was copiously irrigated and a wound v.a.c. Was used at the inferior portion of the incision. The superior portion of the midline incision was closed with staples. The tract that had formed to the skin on the left lower quadrant was opened further with electrocautery, irrigated out, and then also a wound v.a.c. Was placed in this area as well. The patient was then awakened from anesthesia, extubated in the or and transported to the recovery room in stable condition .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2003 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh, debridement of infected abdominal wall, abdominal wall abscess, cavity of copious amount of purulent fluid found at inferior portion of mesh, placement of wound vac, ventral hernia recurrence repaired with placement of new mesh. Additional event specific information was not provided.